Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03010 through 1221359-2022-03014.

Event description:
The customer reported five negative results with the idnow covid-19 assay performed on various dates involving various lots. This report is three (3) of five (5) and addresses lot 1056062 (total quantity 4). The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasopharyngeal swab sample collected on 17may2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Upon review of the case, it was determined that this event was previously reported under MFR report # (B)(4).. Any further updates to this case will be provided under that MDR report.